Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy pd fluids. On the same day as the onset, the patient was hospitalized for the bacterial peritonitis. On the same day, the patient was treated with the ceftazidime (dose, frequency and route not reported) and cefazolin (dose, frequency and route not reported) for peritonitis. Eighteen days later, the patient stopped treatment with these antibiotics. On the same day, the patient was discharged from the hospital and recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.